Event description:
A prospective patient reported that they were considering an implantable neurostimulator (ins) for gastroparesis therapy. They were on an international gastroparesis support group and they put out questions to this group and got answers from people over the internet. The prospective patient stated that they were getting so many pros and cons from the gastroparesis patients. Some who have tried it with gastroparesis said it will basically help their nausea, but doesn't do much of anything else. Someone said they stick it in there an if you move just the wrong way, you get a sharp pain; or it is implanted right and you feel it and it stops working. The prospective patient did not have any additional information related to the complaints at the time of the report. No further complications were reported/anticipated.